Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR submission the product investigation results were inadvertently not included. Therefore, the product investigation results information is captured in this supplemental report. The following sections have been updated accordingly: section h-3: device evaluated by manufacturer: yes section h-6: type of investigation - 4114 section h-6: investigation findings - 213 device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ shipping damage. These complaint issues reported are not related. Based on chr results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of blurry vision, patient was not happy with vision, and visual acuity only went down to 20/40 post lasik, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson iol. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy during the lens exchange procedure. Patient prognosis post lens exchange was reported as good. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.